Event description:
It was reported that the user, who described being brittle, contacted support to clarify insulin delivery behavior at low glucose and was informed that the system reduces and stops insulin before glucose reaches 70 mg/dl, and received education on adjusting target ranges. Symptoms included low blood glucose reaching a low of 46 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included technical support review and user education. Investigation of this case revealed user concern about continued insulin dosing at low glucose and confirmation that the device modulates insulin delivery based on glucose trends. It was concluded that the device functioned as designed and that the event was related to user understanding rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.